Event description:
It was reported that during transport of a ped patient, the ventilator exhibited a prolonged exhalation phase and two short burst of inspiratory effort. The patient was in distress and was manually ventilated for the remainder of the transport. The bmv was successful without any notice of resistance or compliance issues in the lung. This ventilator was also reported to have had the same occurence one other time on a different patient with no patient harm reported.